Event description:
I have been a user of complete since 1991. As, I could not use other solutions. I have been having problem for a while with my contacts. Moreover, have seen drs, but nobody knows why... I go through 6 months of contacts in 1 1/2 months. Though it was the contacts. I have seen eye dr due to loss of vision happening, sometimes blurry vision or jumping, tearing, feeling like my eyes had sandpaper in them, warmth, when I take contacts out and put on glasses, my glass lenses fog up from the heat from my eyes. Hurt, don't like much light, but then can't see well without it. Want to massage my eyes to relieve them. After eye check I up got new prescription and next day could not see with them, had to go back and dr though the fluctuation was might be I was a diabetic, I had never been diagnosed as a diabetic. A while ago, I was having problems- they called them ocular migraines. I have had a few again... I have crusting in my eyes when I wake up in the morning, almost like glued together. Who would I see to make sure that I don't have the problem from complete? Used in 1991 and in 2007, twice daily.